Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. As a result of the leak, corrosion was observed on the top battery. Even though corrosion was observed on the battery, the voltage was measured as expected. The internal leak affected the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 360 mg/dl, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.